Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the issue, the pump was returned with scratches on the product label. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack.